Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reportedly encountered an incident involving leakage in the tubing of their infusion set. The infusion set had been in use for a period of two days when the issue occurred. To address the problem, the patient replaced the infusion set, which successfully allowed them to resume insulin administration. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.